Manufacturer narrative:
(B)(4). (UDI): (B)(4). Concomitant medical product: catalog #: 195271, vngd xp cr intlk tib tray 67mm, lot # 274510. Foreign source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02135. Remains implanted.

Event description:
It was reported that during a revision the surgeon had difficulty insert locking bar and could not hear the audible "click" sound.